Event description:
Related MFR # 2916596-2023-06966, MFR # 2916596-2023-07006, MFR # 2916596-2023-06967, MFR #2916596-2023-07318, and MFR # 2916596-2023-06968. It was reported that the patient had had a driveline disconnect on 17sep2023. This resulted in a pump stop.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no issues related to (B)(6) were reported or identified through this evaluation. The submitted log files captured two consecutive controller exchanges performed on (B)(6) 2023 (refer to the investigations of system controllers (B)(6) and (B)(6): MFR # 2916596-2023-07006 and MFR #: 2916596-2023-06968). The pump operated at the stored patient speed without issue while the driveline was connected. The pump appeared to be operating as intended. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 2 ¿how your heart pump works¿ includes instructions for replacing the current system controller and cautions: do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The driveline was connected to (B)(6) on (B)(6) 2023 at 7:02:20, and then disconnected on (B)(6) 2023 at 7:02:37 for a controller exchange which resulted in a brief pump stop. This occurred while the patient was on batteries. The patient had another set of driveline disconnect alarms on (B)(6) 2023 at 8:05:53, also associated with controller exchange. The driveline reconnected on (B)(6) 2023 at 8:06:27.